Manufacturer narrative:
(B)(4). Retainer ring = missing, customer complained about crack on the battery compartment and crack lcd screen. Unit perform visual inspection and pump received with cracked lcd window, dog chew marks, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, missing display window cover, missing retainer and missing reservoir tube o-ring. Test reservoir/pcap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. Unit was confirmed for physical damage on the cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked lcd window. Unable to perform displacement test due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment and screen. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.